Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 334 mg/dl. The customer reported that the pump screen was blank. Customer stated that they changed batteries three times. The troubleshooting was performed and was advised to insert a new battery and checked to make sure customer is inserting battery correctly. Customer stated that the display did not return. The customer declined troubleshooting. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, self test and off no power. Device was monitored and no blank display during testing. However, device received with corroded battery tube. No moisture damage found inside the insulin pump. Device received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label.